Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and because the device stopped working. There were no further patient complications.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams800 control pump was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams800 balloon was visually inspected and functionally tested. No leak was found. The balloon was rated at 61-70 cmh2o and tested at 57.8 cmh2o. Device information: model number: 72404127, lot number: 903751007, model description: control pump fgs iz. Model number: 72400024, lot number: 903655009, model description: balloon fgs 61-70 cm.

Manufacturer narrative:
Model number: 72404127, lot number: 903751007, model description: control pump fgs iz; model number: 72400024, lot number: 903655009, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and because the device stopped working. There were no further patient complications.